Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the esophagus of a cancer patient on (B)(6) 2010. According to the complainant, the patient's anatomy was not tortuous; however the patient had a fistula associated with a malignancy between the esophagus and the trachea. The patient had previously undergone an esophageal adenocarcinoma resection which resulted in a leaking anastomosis. As a result of the leak, the patient presented with a cough. The stent was successfully implanted within the middle of the esophagus, without issue. The physician verified with an endoscope that the stent was in the correct location, and the leak was confirmed to be closed. It was reported that the patient's cough was resolved post stent implantation. However five days post stent implantation, the patient began coughing again. The physician checked the placement of the stent with an endoscope, and confirmed that the stent was in the correct location and the leak was still sealed. The next day, the symptoms worsened and patient presented with a lung infection. In the physician's assessment, the lung infection was related to the open fistula between the esophagus and trachea, despite the stent placement. As a result, the patient was hospitalized for observation. On (B)(6) 2010, the patient underwent surgery in order to close the fistula. The physician opted to remove the stent, and surgically close the fistula, because in his opinion the non invasive stent treatment "failed". Upon removal of the stent, it was discovered that the cover was torn in two locations. On (B)(6) 2010, the patient died due to sepsis. In the physician¿s assessment, the torn cover of the stent led to the worsening of the patient's infection; however the decision to operate and the "weak" condition of the patient were all contributing factors to the patient's death. The patient had several other co morbidities. No autopsy has been performed. Additional information was reported to boston scientific on september 20, 2010. According to the complainant, since the patient was feeling worse after a period of five days, the physician assumed that the fistula (which could have grown) was not covered sufficiently by the stent. Therefore, he performed another endoscopic examination of the patient, yet was not able to find any insufficient coverage, as previously reported. The stent was intact and sufficiently large enough. Since stent treatment did not result in eliminating the symptoms to a satisfactory extent, a decision was made in cooperation with the surgeon to finally perform surgery. The primary purpose of the surgical intervention was not to remove the stent.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the esophagus of a cancer patient on (B)(6) 2010. According to the complainant, the patient's anatomy was not tortuous; however, the patient had a fistula associated with a malignancy between the esophagus and the trachea. The patient had previously undergone an esophageal adenocarcinoma resection which resulted in a leaking anastomosis. As a result of the leak, the patient presented with a cough. The stent was successfully implanted within the middle of the esophagus, without issue. The physician verified with an endoscope that the stent was in the correct location, and the leak was confirmed to be closed. It was reported that the patient's cough was resolved post stent implantation. However five days post stent implantation, the patient began coughing again. The physician checked the placement of the stent with an endoscope, and confirmed that the stent was in the correct location and the leak was still sealed. The next day, the symptoms worsened and patient presented with a lung infection. In the physician's assessment, the lung infection was related to the open fistula between the esophagus and trachea, despite the stent placement. As a result, the patient was hospitalized for observation. On (B)(6) 2010 the patient underwent surgery in order to close the fistula. The physician opted to remove the stent, and surgically close the fistula, because in his opinion the non invasive stent treatment "failed". Upon removal of the stent, it was discovered that the cover was torn in two locations. On (B)(6) 2010 the patient died due to sepsis. In the physician's assessment, the torn cover of the stent led to the worsening of the patient's infection; however, the decision to operate and the "weak" condition of the patient were all contributing factors to the patient's death. The patient had several other co morbidities. No autopsy has been performed.

Manufacturer narrative:
A visual examination revealed the returned stent was fully deployed. It was noted that the coating of the stent was torn circumferentially in two locations proximal to its distal end and that it was discolored. There was no damage found to the stent itself. The condition of the returned device was consistent with the complaint incident. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review identified that this device was used per the directions for use (dfu) / product label. It is noted that infection is listed as a procedural complication within the dfu. It is also noted that infection and septic shock, fistula with trachea, bronchi or pleural space and death are listed as post stent placement complications listed in the dfu. Based on this information, the most probable root cause is anticipated procedural complication.

Manufacturer narrative:
(B)(4)- no code available (surgical intervention required; hospitalized, cough).(B)(4)- no code available (stent cover damage).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the esophagus of a cancer patient on (B) (6) 2010. According to the complainant, the patient's anatomy was not tortuous; however the patient had a fistula associated with a malignancy between the esophagus and the trachea. The patient had previously undergone an esophageal adenocarcinoma resection which resulted in a leaking anastomosis. As a result of the leak, the patient presented with a cough. The stent was successfully implanted within the middle of the esophagus, without issue. The physician verified with an endoscope that the stent was in the correct location, and the leak was confirmed to be closed. It was reported that the patient's cough was resolved post stent implantation. However five days post stent implantation, the patient began coughing again. The physician checked the placement of the stent with an endoscope, and confirmed that the stent was in the correct location and the leak was still sealed. The next day, the symptoms worsened and patient presented with a lung infection. In the physician's assessment, the lung infection was related to the open fistula between the esophagus and trachea, despite the stent placement. As a result, the patient was hospitalized for observation. On (B) (6) 2010, the patient underwent surgery in order to close the fistula. The physician opted to remove the stent, and surgically close the fistula, because in his opinion the non invasive stent treatment "failed". Upon removal of the stent, it was discovered that the cover was torn in two locations. On (B) (6) 2010, the patient died due to sepsis. In the physician's assessment, the torn cover of the stent led to the worsening of the patient's infection; however the decision to operate and the "weak" condition of the patient were all contributing factors to the patient's death. The patient had several other co morbidities. No autopsy has been performed.